Event description:
Foreign body reaction [off-label] [foreign body reaction]. Fluid collection in the pelvis [off-label] [pelvic fluid collection]. Pelvic pain [off-label] [pelvic pain]. High white blood cell count [off-label] [white blood cell count increased]. Fever [off-label] [pyrexia]. Case description: a spontaneous report was received (B)(6) 2011 from an hcp via a company rep regarding a female pt (name and age not provided), who experienced fluid collection in the pelvis, pelvic pain, fever, high white blood cell count, and a foreign body reaction after the use of seprafilm. The seprafilm was used off-label in the pt. On (B)(6) 2011, the pt's hcp reported the following: the pt had a robotic laparoscopic hysterectomy with seprafilm (date not provided). Twelve days after the operation, the pt came back to the hospital with pelvic pain, fever, and a high white blood cell count. The radiologist scanned her and saw fluid collection in the pelvis. The pt was treated with antibiotics and admitted in the hospital. During the weekend, the treating physician was out of town and the surgeon on call decided to perform an exploratory laparotomy on the pt because he believed that she had an abscess. The surgeon removed the pt's appendix and closed. The results from the laparotomy were that the pt did not have any abscess, the culture was negative. In the treating physician's opinion, the pt would have done fine without the laparotomy. However, the pt's appendix showed that the pt had a foreign body reaction. The hcp is not sure as to what triggered this in the pt. In his opinion, the foreign body reaction could be in response to the seprafilm, v-lock suture (which stays in the body for 16 weeks) or something else. At the time of this report, the outcome of the pt is unk. MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.